Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the patient¿s blood glucose on (B)(6) 2015 was 440 mg/dl with vomiting and unspecified ketones. During troubleshooting, it was noted the pump powered off following a replace battery alarm; battery replacement resolve an intermittent power issue. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hyperglycemia was due to a use error. There was no indication or allegation of a pump malfunction.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/05/2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the black box data revealed unexplained rebooting on (B)(6) 2015 at 08:18 and deliveries were never resumed. A rebooting occurred following a replace battery alarm on (B)(6) 2015 at 11:49; deliveries resumed at 15:42. On (B)(6) 2015 an unexplained loss of prime alarm occurred at 03:36; deliveries resumed at 03:03. The total daily dose history and basal history were appropriate per the user programmed basal rates. No damage or defect was found to the battery compartment or battery cap. The cap¿s contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.